Event description:
It was reported the patient's scs system was not covering the pain in her leg. It was also reported the patient was treated at a hospital emergency room for the leg pain with medication. Follow-up information identified the patient was reprogrammed which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.